Manufacturer narrative:
This report is being filed on an international product, list number 06p01-55 that has a similar product distributed in the us, list number 06p01-60. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: all available donor information was included. Additional details are not available. Patient identifier: complete entry : (B)(6).

Event description:
The customer reported a (B)(6) repeat reactive alinity s hiv ag/ab combo result. Donation ID (B)(6) generated (B)(6). The sample was (B)(6) at the reference lab nvrl (method unknown). No impact to donor management was reported.

Manufacturer narrative:
Ticket searches for reagent lot 01724be00 determined that there was normal complaint activity. Tracking and trending report review determined that there were no related trends for the alinity s hiv ag/ab combo assay. A retained kit of alinity s hiv ag/ab combo reagent, lot number 01724be00 was calibrated and controls were tested. The calibration passed, and all controls were in the typical range. The reagent kit was also tested in a clinical specificity setup using a human negative population panel and additional replicates of negative control. The results were in the typical range and no false reactive results were obtained. Manufacturing documentation for the reagent lot was reviewed and did not identify any issues associated with false reactive results. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information and this investigation, no systemic issue or deficiency of the alinity s hiv ag/ab combo assay was identified.